Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to reported tissue damage. A cause for the reported tissue damage could not be determined. Additionally, the reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring additional clips. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult. The clip was deployed on a2/p2. After the clip was deployed, the clip detached from the posterior leaflet because of a laceration on the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were implanted for stabilization, reducing the mr to 2+. No additional information was provided.